Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the screen turns black. The unit was triaged and the reported issue could not be confirmed; the device display functioned properly throughout the entirety of this investigation, no functional fault was found with the display. This unit has been tested and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), during testing, the device¿s screen turns black. No patient involved.